Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). Please reference attached medwatch report number 3005099803-2010-02291, which documents the first device. According to the complainant, the retrieval basket "started to uncoil" outside of the patient. Additional information is unavailable. The procedure was successfully completed using a third escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
The investigation found the basket open with a severely kinked/buckled sheath which was torn from the handle. A functional test found the handle was unable to close the device due to the torn sheath. After disassembly, the basket was able to deploy and retract the basket with ease, however the basket would not close when placed in a loop to simulate the use environment. Based on the damage present on the returned device, the most probable root cause for this complaint is operational context. It is also noted that a kinked/buckled sheath, sheath detached from the handle hub, and/or a retrieval basket failing to close outside the patient are not medwatch reportable events.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a ureteroscopy procedure performed on march 10, 2010 (patient weight is unknown). Please reference medwatch report number 3005099803-2010-02291, which documents the first device. According to the complainant, the retrieval basket "started to uncoil" outside of the patient. Additional information is unavailable. The procedure was successfully completed using a third escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.